Event description:
It was reported that approximately six weeks post iol implantation a yag was performed to address capsular contraction. The patient's bcva was reported as 20/20 before and after the yag. This report is for the patient's right eye.

Manufacturer narrative:
The lens remains implanted in the patient's eye and will therefore, not be returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.